Event description:
It was reported the trial lead had a problem. The patient¿s first wire was in pieces and the patient¿s physician had to redo it. The wire broke on the outside and on the inside in 3 to 4 places. The trial wire had broke 10 days after implant. It was stated that they knew it was working, and the patient went on to get an implantable neurostimulator (ins). Due to the trial lead problem, it was stated they had to make a bigger incision when they put the ins in. The patient was on bedrest at the time of report, the day after implant of the ins. Additional information received reported the lead was replaced. All parts of the lead had been explanted. It was reported the cause of the issue was that the patient fell/tripped. The patient¿s status was noted as great.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).